Event description:
Report received from the USA stating that the device was "heating up." The device was used in a "mastoidectomy" procedure. There were no pt or user injuries reported. There was no delay in surgery. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).